Event description:
It was reported that the spike port of the disconnect y-set was bent during use. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed via the naked eye and microscope, a damaged port was noted. A leak test was performed with a leak noted from the damaged port. A clear passage test and clamp function test were performed with no issues noted. The sample was connected to a uc set using a uv flash machine with no issues noted. The reported condition was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.